Event description:
Caller alleged discrepant inratio results. Results as follows: patient's inratio doctor's inratio2 date monitor (B)(6) 2014, 1.5, 2.6; time between tests: approximately 1 hour. Therapeutic range: 2.0-3.0. The patients warfarin dose was not changed based on the inratio results. Patient had a scheduled procedure prior to the inratio comparison. Caller reports that the meter was not in the correct mode when finger stick was performed.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.